Event description:
Reporter indicated a vns wand would not communicate with a test vns generator after extensive troubleshooting efforts. The vns wand is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.